Event description:
It was reported that during a laparoscopic prostectomy. The maximum hand activation button on the thumb side of the device was only working intermittently. Procedure was completed with another device.

Manufacturer narrative:
Information anticipated, but unavailable at this time.